Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: lap chole: "a clip was deployed on the vessel and upon removal, surgeon felt resistance and saw the metal piece left behind in the trocar. We then used a second clip applier and it worked well." Patient status: excellent.